Event description:
The customer reported the catheter broke in the proximal extremity. No harm or injury reported. The customer reported this happened with two units of the same lot but did not provide any add'l info or clinical details for the events. The customer will not be returning any devices for eval. Therefore, this single form FDA 3500a report will be filed.

Manufacturer narrative:
Device eval: the device has not been returned for eval. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A f/u report will be submitted if more info becomes available. Device eval method: the device history record was reviewed, the complaint database was reviewed. Conclusions: no conclusion can be drawn.